Manufacturer narrative:
Concomitant medical products: 4024-58, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and over-sensing resulting in mode switch. The lead remains in use. No patient complications have been reported as a result of this event.